Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture", "dissatisfaction with the shape of the breast", "ptotic breast, grade 2" which is not device related and "asymmetry". Healthcare professional later reported "changes on the shape of the breast". This record is for the left side. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: h6, h11. Photo evaluation: visual analysis of the photographs identified: rupture: observed opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Ptosis: unable to observe as it is a physiological phenomenon. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported "rupture", "dissatisfaction with the shape of the breast", "ptotic breast, grade 2" which is not device related and "asymmetry". Healthcare professional later reported "changes on the shape of the breast". This record is for the left side. The device was explanted.